Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip and spike line were visually examined for damage or any irregularities. The shaft showed 2 kinks/fracture located 95cm, and 97cm from the tip. Functional testing was competed per device preparation. The pump was inserted into the ultra drive unit console. The pump and device primed, and the device was run for a period of 120 seconds in the thrombectomy mode. The devices pressure was within the normal range. A leak was noticed at the 97cm location. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that catheter break occurred. An angiojet solent omni catheter was advanced for treatment. During the procedure, the catheter did several passess in the body and the device moved freely. Upon taking it out of the body, it was noticed that the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient is fine.

Event description:
It was reported that catheter break occurred. An angiojet solent omni catheter was advanced for treatment. During the procedure, the catheter did several passess in the body and the device moved freely. Upon taking it out of the body, it was noticed that the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient is fine.